Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated apparent explant damage. Continuation of medical products: 5076-45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to endocarditis. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.